Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a power loss alarm and that the insulin pump was making strange sounds. The customer's blood glucose reading was 5.1 mmol/l. No further details were provided.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. The insulin pump received with normal operating currents. No unexpected power loss alarm noted. The insulin pump received with loud motor noise during rewind due to faulty motor. The motor was tested outside of the device and passed. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.